Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for an unrelated issue. Upon interrogation, it was observed the right ventricular lead had intermittent capture and high capture threshold. An x-ray was completed to show no visible lead damage. The lead was capped and replaced on (B)(6) 2021 without issue. The patient was stable.

Manufacturer narrative:
Correction: component code was added to h6.